Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "battery failed" alarm is displayed. There was no patient involvement.